Manufacturer narrative:
The field service engineer (fse) confirmed that there was a sporadic error message "speaker error" and determined that the speaker assembly required replacement. The device was operational after repairs were completed.

Event description:
It was reported that occasionally a loudspeaker error was displayed. It is unknown if there was still sound coming from the device. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.